Event description:
It was reported that a customer experienced multiple occlusion alarms. The issue persisted over two days, leading the customer to change their entire infusion set and cartridge after each alarm. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. As a result of the ongoing problems, the customer stopped using the pump and reverted to multiple daily injections (mdi). Support was provided during the call, including advice on preventing future occlusions, and the customer was referred to their healthcare provider for follow-up. The customer was encouraged to contact technical support if further occlusions occur and planned to resume using the pump after the call.